Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 950 mg/dl and a high level of ketones, vomiting, a kidney bleed, and disorientation. The cause of elevated bg was unknown; however customer had influenza prior to the reported issue. Additionally, customer's continuous glucose monitor was not available due to being out of non-tandem continuous glucose monitor supplies. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Treatment was administered via intravenous insulin, electrolytes, and antibiotics to treat an unrelated infection. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved, however, customer reportedly had decreased kidney function.